Event description:
It was reported that this patient had received multiple inappropriate shocks due to t-wave oversensing with noisy signals. The system was optimized to prevent any additional inappropriate shocks. No adverse events.